Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 iii assay results from the cobas e 801 module. Of the data provided for four patient samples, only the results for one patient sample were a reportable malfunction. The initial result was 30.2 pmol/l and the repeat result was 20.0 pmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number 356756. The expiration date was requested but was not provided.